Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels of up to 498 (mg/dl) for 2 days. Customer changed their infusion set and administered a correction bolus to treat their bg levels. Reportedly, customer stated that their insulin was exposed to 104 degrees weather, and indicated that they use humalog insulin in the pump cartridges for 3 days at a time. Customer was reminded that humalog is indicated for use up to 48 hours. Recommendation was made to consult with their health care provider to discuss diabetes management.